Event description:
Anesthesia noticed the hygroscopic condenser humidifier did not have the other flow thru port punched out so, air could flow thru. Product changed out with one not affected. No harm to patient. Dates of use: 2009. Diagnosis or reason for use: general anesthesia.